Event description:
This product is not only ous approved as previously reported. The product is an approved us device.

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous left superficial femoral artery. The physician advanced the 4.00mm x 1.5cm x 140cm flexitome peripheral cutting balloon across the lesion, inflated the balloon once to 6 atms and the balloon ruptured. Another of the same device was used to completed the procedure. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device. Device analysis revealed that a blade had detached.

Manufacturer narrative:
(B)(6). (B)(4). A visual examination of the device revealed dried blood inside the balloon and shaft. An inflation unit was attached to the device and two balloon leaks were noted. A microscopic examination of the balloon material revealed one pinhole leak and indentation mark in the center of that balloon. The second pinhole leak and raised material around the leak were located 4mm proximal to the distal end of the blades. An examination of the cutting blades revealed that one blade was bent 7mm from the proximal end. A second blade contained a 5mm detached blade segment and pad that were missing from the balloon and were not returned with the device. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).